Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient had been hospitalized in diabetic ketoacidosis (dka). No other information was provided. This complaint is being reported because the patient experienced dka and the pump cannot be ruled out as causing/contributing to the dka.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.